Manufacturer narrative:
(B)(4). Evaluation: the cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned solution administration set, the tubing was found to be cut. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was cut. Should additional relevant information become available, a supplemental report will be submitted.